Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient stated device is noisy, a light strange odor, asthma, headaches and chest x-ray and it showed something in her lungs has to repeat in 3 months. There was no medical intervention required by the patient. The reported events of device is noisy, a light strange odor, asthma, headaches and chest x-ray and it showed something in her lungs has to repeat in 3 months and its reported severity was reviewed by the manufacture's clinical expert. These events are assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience headaches, asthma and something in the lungs. The patient did receive medical intervention in the form of an x-ray.. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4)..